Manufacturer narrative:
The report that the ¿setscrew would not tighten¿ was confirmed. Analysis of the returned ipg found that the setscrew for port 1-8 had been loosened beyond its limit and while trying to re-engage the screw it turned upside down and threaded into its connector block, which rendered it unusable. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that during the patient's procedure, the set screws of the ipg could no longer be tightened. A new torque wrench was unable to resolve the issue. The ipg was then explanted and replaced.